Event description:
It was reported that the high impedances (>4000 ohms) were measured on all electrodes of the lead component of the patient's implantable neurostimulator (ins). The patient was programmed at an amplitude of 4.6 volts, 330 pw, a rate of 60 hz, with case (+) and electrode #1 (-). A surgical procedure was performed to replace the lead. It was noted that the ins was also replaced during the procedure because it was getting close to end-of-service (eos) and that the extension was removed due to the physician desire to have no extension present. Patient injury of "incisions" was noted with the patient outcome reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_siliconeanchor, explanted: 2012 (B)(6), product type accessory, product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 7434-e, serial# (B)(4), product type programmer, patient product ID 3487a, lot# j0010403v, implanted: 2000 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the device was functionally okay with insignificant anomalies. Final analysis of the extension revealed that the extension body was broken within 10 cm of the connector area. Final analysis of the lead revealed that the lead body was cut through and the product was segmented, but there were no significant anomalies. Final analysis of the anchor revealed no anomalies.